Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: device status changed from yes, returning to no, discarded.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional proglide referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a calcified right common femoral artery (rcfa) was attempted with two proglide devices via a 8f sheath after a coronary chronic occlusion interventional procedure. Reportedly, first device attempted had no suture present when the plunger was removed. A second device was attempted but only the white suture was attached to the needle when the plunger was removed. The lever was returned to it's original position and the foot plate was closed, no resistance was noted removing the device. Hemostasis was achieved with the sutures of a new proglide device in the rcfa and sutures of the left common femoral artery. After hemostasis, was achieved, devices were reviewed and it was noted the posterior foot of the second device that failed was separated. The device was not manipulated. A femoral angiogram was done and no foot was noted in the anatomy. It was then followed up with a computed tomography angiography (cta) and it was confirmed the separated foot is not in the patient. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.